Event description:
It was reported that the customer was hospitalized for dka. It was indicated that the pump had an alarm. The cause of their admission was unknown. Advised the customer to reset the time, date, and basal rates.